Event description:
It was reported that during a coronary stenting treatment procedure, a stent damage and a dislodgement occurred. The physician attempted to direct stent with a liberte' bare metal stent, but was unable to cross the lesion. The device was pulled back into the guide catheter and removed from the pt. The physician then predilated the lesion. Upon inspection of the device, it was noted that the stent was damaged and during the inspection of the stent, it fell off the balloon. No pt complications occurred.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.